Event description:
It was reported that the ilet user accidentally announced two dinners, which led to excess insulin delivery that contributed to low blood glucose. The event was associated with a use error during meal announcement and relates to the device¿s user interface. Symptoms included hypoglycemia with a nadir of 39 mg/dl confusion or disorientation. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified consistent with an incorrect procedure during meal entry involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.